Event description:
Reporter indicated that the patient had developed an infection and had been taking antibiotics since 2006. The patient has been referred to an infectious disease physician to determine a course of action for elimintating the infection without having to explant the vns system. The patient is reported to be taking antibiotics to treat the infection; which clears, but returns as soon as she stops taking the prescribed antibiotics. The type of infection is unk at this time. No serious injury has been reported.